Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was admitted to the hospital due to shortness of breath and cardiac heart failure and running high blood glucose and her doctor had changed her settings. Customer's doctor told her the device had a crack on it and it needed to be replaced. Her blood glucose was low at 70 mg/dl, current blood glucose was 87 mg/dl. She treated with glucose table and doesn't feel well. Customer did a self-test and the device passed. Customer was advised to suspend the device. Customer is not returning the device for analysis.